Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to verify bolus stopped alarm due to unresponsive buttons. The insulin pump had minors scratches on lcd window, broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 235mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.